Event description:
Cutting ring was loose on anvil. Attempted to "push it back in place". This did not work and only served to further loosen the cutting ring from the anvil. So the dlu was removed from the field and a new one was opened.